Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported was injected with three 3 of juvéderm® volux¿ xc in the prejowl chin and jawline. 3 months later, patient experienced erythema and inflammatory nodule. Patient was treated with steroids and it was noted ¿swelling returned." Patient was treated with ¿antihistamine/medrol dose pak / ibuprofen/pepcid¿, and 9 days later with ¿antihistamine / doxycycline/pepcid/ibuprofen." Events have resolved 8 days later.